Manufacturer narrative:
Fault number = hardware error alarm (63) line number = (B)(4), file number = (B)(4). Variable info = 03 00 00 00 00 00 00 00 00 3c. Pump passed displacement test and self test. The audio tones/beeps and vibrator motor functioned properly and no unexpected hardware low level failure alarm noted during testing. However, hardware low level failure (variable info=3) confirmed in the pump history due to broken trace on u1 keypad assembly.

Event description:
The customer reported via phone call that the insulin pump received hardware low level failures. The customer¿s blood glucose level was unknown at the time of incident. The customer states that the insulin pump had audio vibrate anomaly. The insulin pump beep on tone test. The customer report they were able to rewind the insulin pump. The product will be returned for analysis.